Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and explant information; however, no further information was known or received.

Event description:
It was reported that patient underwent surgical intervention and the pns system was explanted at an unknown date for an unknown reason. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.